Manufacturer narrative:
Upon retrospective review, this issue was determined to be reportable as an MDR.

Event description:
Merge hemo monitors, measures, and records physiologic data from a human patient undergoing a cardiac catheterization procedure. The customer contacted merge on (B)(6) 2015 to request assistance. The customer was trying to edit a case, but there was a lock on the patient tab and post procedure from the machine. The sys config shows that the case was closed and is not checked out to any machine. Merge removed the additional rows for casecheckoutapplicationtab for this study. On 11/5/15, it was verified with customer that all folders could be accessed without locks. The locked tab could potentially impact the system's ability to complete certain calculations as the locked tab could include relevant information. (B)(4).